Manufacturer narrative:
H6- health effect- clinical code should be "4581 - appropriate term / code not available" rather than "1154 - wound dehiscence"

Event description:
It was reported that the pacemaker, right atrial (ra) right ventricular (rv) lead were exposed and visible. The full system was explanted and replaced. The patient was in stable condition.